Manufacturer narrative:
A ge service rep performed an on site investigation. A software printed circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the software printed circuit board was faulty. No report of pt or staff injury.